Event description:
The complaint was reported as: the customer alleges that the tube was occluded by a piece of foreign material. The issue was detected prior to pt use. No report of pt injury.

Manufacturer narrative:
A complaint history review was conducted on the catalog number in question from 05/20/2012 to 05/20/2013. No complaints were received in this range with the same issue. Customer complaint is confirmed based on the picture provided, however current production was verified to identify any issues that can lead to the reported defect and no issues were found. This is considered as an isolated event. No other issues were found.